Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported iop compensation issues with the system during multiple procedures. It occurs regardless of the cassette type. The number of procedures and patients is unknown. System messages were reported. There was no patient impact. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Corrected information in d.4 and h.4 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The system message (sm) reported was not confirmed. The system was then tested and met all product specifications. The company service representative recommended that the customer order a new footswitch. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).